Event description:
After gamma3 surgery, lag screw cut out was found. Patient was revised to a uha. This case was presented (B)(6) 2014. It is the 6th case of six cases.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. : device will not be returned.